Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor contacted animas on (B)(6) 2013 alleging the display had become faded, dim and discolored. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged display defect remained unresolved.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the pump powered on with a blank screen. The pump powered on with audible tones and vibratory function intact. The pump was opened to investigation and revealed the display screen was cracked. A test display was attached to the pump and illuminated properly and was clearly legible. Investigation was unable to verify the complaint of the dim/faded/discolored display.